Manufacturer narrative:
Philips performed a comprehensive investigation to address the variety of reports received by this customer. The reported behavior included intermittent or absent sp02 readings, waveform or numeric dropouts, and alarms that at times seemed inconsistent with sensor disconnection or signal quality. Differences were also observed between readings obtained via x3 modules compared to legacy x2 modules and pulse oximetry (m10208) modules. These observations were noted to have increased following recent monitor upgrades. Video review and system behavior a submitted video (vid-20250225-wa0003) was reviewed by our measurement applications team. The footage demonstrated a ¿no sensor¿ nop message when a sensor was connected via an x3 module. The same sensor and cable produced a reading when moved to an m1020b module. This scenario was consistent with an spo2 label conflict in the system configuration, wherein the x3 sp02 input had not been activated or labeled on the host monitor. In such cases, the monitor continues referencing the primary pulse oximetry module (m1020b) channel, and waveform or numeric values from the x3 are not displayed unless the pulse oximetry module m1020b is unplugged or the x3 is manually assigned a unique 5p02 label. This mechanism prevents multiple simultaneous spo2 channels from being active on the same screen, which could otherwise lead to confusion or clinical misinterpretation. Returned hardware ¿ cable and device testing. Adapter cables. Twenty-two (22) m1943al adapter cables were returned and evaluated at philips. Of these, 11 cables failed to meet performance specifications due to internal wire breakage¿most commonly within the shield lines. These failures are often intermittent and load-dependent, with resistance values fluctuating when the cable is bent or twisted. Some cables exhibited infinite resistance (open circuit), while others showed variable resistance in the range of 6.6 kg or higher, fluctuating with mechanical manipulation. Such conditions can produce temporary signal loss, intermittent readings, or inconsistent sensor detection behavior in clinical use. Sp02 modules (x3) . Two returned x3 modules were fully tested with simulated cable and sensor faults. Both units correctly detected sensor presence or disconnection, generated technical alarms (inops) such as ¿sp02 sensor malfunction¿, ¿sp02 no sensor¿, ¿sp02 unknown sensor¿, and ¿sp02 interference¿, and reacted appropriately to intermittent contact scenarios. Alarm timing and annunciation behavior were consistent with established specifications. Onsite evaluation. The onsite assessment (feb 18¿24,2025) included device inspections, cable testing, and observational walkthroughs across the nicu, picu, pacu, ed, pre-op holding, and subacute wards. Cable integrity in clinical use. Across multiple units, a cable tester was used to assess sp02 cables in situ. A total of 70 cables were identified as impacted and replaced. Observed issues included physical degradation from repeated bending or tension, twisting or tightly coiled storage, and the use of cables that appeared undersized for the environment, resulting in stretching or tension during patient care. Cleaning and handling practices. In some departments, housekeeping staff were responsible for cleaning and storing cables. In many cases, these individuals were not familiar with the ifus for the m1943al cable, which include precautions such as avoiding sharp bends, keeping connectors dry, and performing visual inspection before each use. Improper cleaning or storage can contribute to premature cable failure. Alarm interpretation and response. Across several units, it was observed that technical alarms (inop5) were often acknowledged without further investigation or review of the underlying message. The intellivue platform includes alarm help text accessible with a single additional interaction, which provides contextual guidance on appropriate responses¿this feature was not widely used. Alarm behavior and detection logic. Alarm logs and clinical audit trails from implicated devices were reviewed. These showed consistent generation of sp02 inops in the presence of cable or sensor issues, reliable detection and annunciation of signal loss, disconnected or unknown sensors, and interference conditions. No delays or discrepancies in alarm triggering behavior were identified. The detection logic for sp02 loss is based on continuous monitoring of led and photodetector signal lines. The system is designed to ignore short-term transients to prevent false alarms, while triggering inops when signal loss persists beyond defined thresholds. Faults from broken or degraded led/detector lines are announced immediately. These detection behaviors are consistent across the x3 and pulse oximetry module m10208 modules, which share core firmware architecture and thresholds. The causes of the reported problems appear to involve cable failure, cable integrity in clinical use and alarm interpretation. As this investigation does not address one specific event, a specific failure is considered unknown. However, the investigation points to several causes that likely contribute to the ongoing issues. The customer is advised to : inspect cables before each use; remove from service any cable that feels stiff, uneven, or shows visible damage, use appropriately sized cables to avoid excess tension during monitoring, expected service life of cable per the EU is 24 months, store cables loosely coiled (15¿20cm diameter), avoiding tight bends or securing methods that may stress the internal conductors. This information has been communicated to the customer via a customer response letter. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that sp02 was disappearing from the intellivue x3. It is unknown if a inop was displayed at the time of the event. The device was in use on a patient. There was no report of patient or user harm.